Event description:
The hospital administrator reported three incidents of holes in the sterile warmer drapes. He is unaware of any recalls but wanted to inform ecolab in case we had heard of other similar issues. Additionally, the reporter is unsure if the product was kept and is trying to determine whether these events occurred with a sterile product or a product in a pack. No patient injuries, infections, or complications were reported.